Manufacturer narrative:
This supplemental report is being submitted to provide additional information, device evaluation based on the results of the final investigation. Updated fields: d9, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. The device has damaged missing piece at insertion tube. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00282. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic "flex cystoscopy" procedure, under sedation, while taking the scope out, the scope crumbled and the "approximal" portion of the outer sheath of the scope came apart into 7 pieces. The doctor had to pick the pieces out of the patient. As such, the procedure delayed for less than 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.